Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 vdc power supply connections and connectors were evaluated, cleaned, and reseated. The 5 vdc power supply was then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up repeatedly. No patient serious injury or death was reported related to this event.